Event description:
It was reported that the pump touch screen cracked and was unreadable. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen was not verified; the reported unreadable issue was verified.